Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient ins was moved to her stomach, because every time when patient moved she would feel it shock her. Patient stated, "they moved the ins from her back to her stomach." No further complications were reported/anticipated.